Event description:
It was reported that the 34 in ats cylindrical cuff was leaking and deflated. There was no harm or delay reported. The reported event occurred before starting the procedure and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.